Event description:
The patient reported their control solution test results were out of range for control solution 1. The results for control solution 1 was 80 and 78. The pre-calibrated ranges for control solution 1 were 94-142. The patient was sent new supplies and a control solution test was performed with the new supplies and the result was out of range. The result for control solution 1 was 86. The patient did not receive medical treatment as part of the device malfunction.

Manufacturer narrative:
The patient was sent a replacement device to resolve this issue. The device associated with this incident has not been returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and issues with the device were found. The internal investigation confirmed the malfunction experienced by the patient.

Event description:
The patient reported their control solution test results were out of range for control solution 1. The results for control solution 1 was 80 and 78. The pre-calibrated ranges for control solution 1 were 94-142. The patient was sent new supplies and a control solution test was performed with the new supplies and the result was out of range. The result for control solution 1 was 86. The patient did not receive medical treatment as part of the device malfunction.